Event description:
The biomedical engineer from a hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that a small piece of the heater head casing of an iw950 cosycot infant warmer fell into the cot. They further reported that the resistance in the heating element was lower than normal. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
Method: the dismantled heater head assembly of the complaint iw950 cosycot infant warmer was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned components were visually inspected and the heating element was resistance tested using a calibrated multimeter. Results: visual inspection revealed that the reflector has a stain on the front end. Inspection of the lower case showed melted plastic along the internal edges. Inspection of the upper case revealed that the heater head was assembled incorrectly and that the reflector was coming into contact with the lower case. Further investigation identified that the returned heater head was from a head case replacement kit. The resistance test showed that the heating element was out of specification but was able to reach the set temperature. The returned heater head assembly was performance tested for four hours and no errors were generated during this test. Conclusion: based on the inspection carried out the damage noted to the returned iw950 cosycot infant warmer was due to the incorrect assembly of the replacement heater head kit. A review of our records indicate that the replacement heater head kit was not installed by a fisher & paykel healthcare service engineer and was fitted by the biomedical engineer at the hospital. The user instructions that accompany the heater head replacement kit provides detailed instructions with photographs on the correct installation of the heater head. They also instruct the user to ensure that the reflector is correctly seated with the nomex baffle between the white plastic tab and aluminium reflector. This was not followed in this case. Since the reported incident a fisher & paykel healthcare representative has been in contact with the customer and has informed them of the correct procedure for replacing the heater head kit.

Event description:
The biomedical engineer from a hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that a small piece of the heater head casing of an iw950 cosycot infant warmer fell into the cot. They further reported that the resistance in the heating element was lower than normal. No patient consequence was reported.